Event description:
"Subglandular periareolar "pu" implants 1987 for augmentation. States pt has no real problem except on a few occasions. The lt breast has itched uncontrollably and the pt could see the implant outline. This lasts a few hrs. It has bothered the pt psychologially as well as being uncomfortable and the pt desires removal and replacement with saline. Pt denies decreased size - maybe larger on bcp - denies h/o trauma or change in shape/texture except blow to let on pod which caused lateral shift. The pt denies systemic symptoms but on ro has after implant "arthritis of hands" pareneoses in breasts, sleep disturbances, excessive thirst, hair loss, rashes on arms as well as increased frequency. Pt attributes most to thyroid condition. Pt otherwise healthy."